Manufacturer narrative:
E1 - address 1 (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation a root cause could not be identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a 216 error and noisy image during set up/inspection for use. There were no reports of patient harm.